Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to remove was confirmed via returned device analysis but could not be repeated. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the visual, dimensional, functional, and scanning electron microscopy analysis of the returned devices, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat the mid to proximal left anterior descending artery. A 3.5 x 23 mm multi-link 8 stent was successfully implanted; however, when attempting to remove the stent delivery system it was stuck on a balance middleweight guide wire. The two devices were removed together. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The multi-link 8 referenced is being filed under a separate manufacturing report number.